Event description:
New information received indicates that programming changes were made, but another instance of post-paced t-wave oversensing was observed through remote transmission after that. Further programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended, but were not made.